Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the sheath was cracked. This 1.50mm rotalink burr was selected for preparation; however, when it was observed up close, the plastic sleeve that covers the burr appeared to be cracking. It appeared to be "aged". This device was not used during the procedure. No patient complication were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that no issues were noted on visual inspection. The handshake connector was occluded with blood; however, it was attached to a test advancer unit without issue. A tug test and connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit handshake connectors. A test guidewire was inserted in the unit without any issues. The rotablator unit was wet tested and no speed related issue was noted during the wet test of the returned catheter unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the sheath was cracked. This 1.50mm rotalink burr was selected for preparation; however, when it was observed up close, the plastic sleeve that covers the burr appeared to be cracking. It appeared to be "aged." This device was not used during the procedure. No patient complication were reported.